Event description:
A company service rep advised that while he was returning the as3000 anesthesia system to the operating room after completing a preventive maintenance on it, he rolled the system over a bump in the hallway and the rear left side caster broke off its mounting. No injury was reported.

Manufacturer narrative:
The company rep replaced the caster mount and the wheel. This incident is under investigation. A follow up medwatch will be submitted.